Event description:
After exam patient complained of a burning sensation on his right thumb. Upon inspection there is a small circular blister and surrounding redness. Patient did not deem treatment was needed nor desired. Patient returned an hour later stating and showed there was an area on the lateral side of the right thigh with similar appearance. Patient was appropriately clothed and covered with disposable scrub pants. No metal was present. Again patient did not wish to seek treatment.